Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified.

Event description:
It was reported that during the video-assisted thoracoscopic surgery for left upper lobe tumors, when severing vessels, after fired, noted that some staples malformed with irregular shape and bleeding. Used suture to oversew. The patient is stable and in hospital now.